Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the pacemaker exhibited undersensing. Programming changes was suggested, no changes or interventions were reported. There were no patient consequences.